Event description:
The following has been reported: biomed reported: "it was reported that there was a pump problem. When turned on, the pump alarmed pump problem. The pump also alarmed pump problem when the pump started to infuse. Battery low alarm appear when batteries where half charged. Searched the history log there were pump problems on the following dates and times: (B)(6) at 8:31,8:46, (B)(6) at 7:56,7:57,8:20,8:20,8:35,8:38, 8:53 and 13:54. Checked the battery health. The battery health is 45, changed the batteries, than let the batteries charge. When the pump was turned on the pump alarmed pump problem. The pump also alarmed pump problem when the pump started to infuse. Battery low alarm appear when batteries where half charged. Biomed searched the history log there were pump problems on the following dates and times: (B)(6) at 8:31,8:46, (B)(6) at 7:56, 7:57, 8:20, 8:20, 8:35, 8:38, 8:53 and 13:54. Checked the battery health. The battery health is 45, changed the batteries. Patient harm: unknown. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: tubing set error (clogged admin set). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.